Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures alarm occurred many times. The customer¿s blood glucose level was 249 mg/dl. Customer stated that the outside wall of the insulin pump was broken. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked battery tube threads and a cracked case behind the device near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. Device passed the self test and displacement test. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.